Event description:
It was reported that a spectrum iq pump had a "pump perfuse without tubing" during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A video of the reported issue was obtained which shows the actual issue to be the pump falsely detecting a loaded set when no set is loaded. Correction h6 medical device problem code. Correction h6 investigation findings. Correction h6 investigation conclusions. Correction h10: the device was received for evaluation. During functional testing, the issue of false detection of a set loaded, where the user could proceed with infusion programming was not reproduced. A reload set error displayed without loaded tubing set which is normal pump function. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction required for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device perfused without tubing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.